Event description:
My recent lab report shows the definitive biomarkers for chronic mercury toxicity -urine porphyrins -. I have no history of unusual exposures, and I'm not a fish eater. However, until last week, I had ten dental amalgams. Incidentally, I can't find a doctor who knows anything about this. I ordered the lab test from a nutritionist. My symptoms include: macular degeneration at age 30; chronic fatigue; neuropathy; hormone deficiencies; and chronic dysbiosis. Incidentally, I now understand that mercury can cause macular degeneration in at least three ways: it causes oxidative damage; it blocks hemoglobin, causing hypoxia; and it causes retention of copper - - a neovascular agent.